Event description:
It was reported that a cot dropped. Injury is alleged; however, the extent of the injury is unk.

Manufacturer narrative:
Upon inspection, the height adjustment racks were bent on the cot. This is likely caused by customer abuse.